Manufacturer narrative:
(B)(4).

Event description:
An article was published titled "the analysis of vault change after posterior chamber phakic intraocular lens size exchange" indicated that in 6 out of 14 eyes; the icl was removed and replaced with a shorter length lens; in 8 eyes the icl was exchanged with a longer length lens, due to low vault/high vaulting issues. The article concludes icl exchange is an effective method to correct unideal postoperative vault to a more ideal vault size.